Event description:
Additional information was received from a manufacturing representative. The patient reported withdrawal symptoms. The cause of the motor stall was not determined. The patient had a pump replacement scheduled for (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-11-21 (B)(4) (con, rep): information was received from a consumer via a manufacturer representative regarding a patient receiving an unknown drug, dose, and concentration via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported on 2016-nov-21 patient's pump was beeping/alarming and logs were read. The logs showed a motor stall occurred on (B)(6) 2016 and recovered on (B)(6) 2016. Surgery is being booked for replacement. The issue was not resolved at time of report, and patient status was currently alive-no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.